Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114 ¿ device not returned. Visual evaluation of the returned head found scuffing and light colored debris on the outer radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was able to be confirmed by the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: painful metal-on-metal left hip with probable metallosis. Spinal anesthesia. Ebl ¿ 200 ml. Specimen: femoral head and one pathologic specimen for metallosis workup negative for infection. It was felt that the ongoing metallosis issue was the approximate cause of her symptoms. Immediately over the greater trochanter and remnants of external rotators that there was a darkened deep brown metallosis reaction. It was noted that there was a defect in the capsule and the prosthesis could be viewed. It was noted very minute metallosis on the trunnion. Femoral stem and acetabulum were well fixed. Deep brownish metallosis reaction was basically tattooed along the inner capsule. Any attempt to debride would remove critical capsule and put the patient at reis for dislocation. Hence the capsule was left intact. No intra-operative complications were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part# us157852/ m2a cup/ lot # 372780; part# 139256/ m2a taper/ lot # 221880; part# 11-103205/ stem/ lot # 925960. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04090.

Event description:
It was reported that patient underwent left hip revision surgery approximately 10 years post implantation due to pain, metallosis, and tissue damage. Attempts have been made and additional information on the reported event is unavailable at this time.